Event description:
The customer reported the pt has primary bone cancer which has metastasized to the lung. The lung tumor tissue was very hard making it difficult to insert a needle. That caused one electrode to be deformed. The deformed electrode damaged the lung tissue while pulling it out and pt had minor bleeding in the lung. The procedure time was extended by 120 minutes.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.